Manufacturer narrative:
Upon receipt of the amplatzer torqvue delivery system (9-itv09f45/80) sheath, the distal tip was observed to be folded inside itself. After gently pulling the tip back out the original configuration, minor cosmetic scarring/fraying was observed on the inside of the tip under microscopic examination. It is suspected that the cause was due to the large number of deployments and retractions of the device.

Event description:
According to the info received, the procedure was an attempted closure of paravalvular leak next to another MFR's prosthetic valve. Several ventricular septal defect (vsd) closure devices (8mm, 12mm and 16mm) were utilized. There were repeated (approx 15 total) deployments of the left and right sided vsd device using the torqvue delivery system (one 9f system was used the entire procedure). After the final, but unsuccessful, attempt to close the paravalvular leak, it became impossible to recapture the vsd device despite a strong pull on the delivery cable. It was noted that the short section of the delivery catheter (distal to the radiopaque marker) was no longer visible. Using the bail out system, the torqvue catheter then easily retrieved the vsd device. It was noted that the distal portion of the torqvue sheath had invaginated, thus blocking retrieval of the vsd.